Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing when a new pad-pak is inserted. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. On this day the device completed a self test but appears to have not switched off afterwards. Multiple manual power ups of a continuous nature commenced up until the depletion of the pad-pak the following day. On (B)(6) 2012, a new pad-pak was inserted but the multiple events continue after the completion of the self test, until the depletion of the pad-pak on (B)(6) 2012. The problem with the device was attributed to a fault with the c9 component. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.